Event description:
It was reported that the patient received an inappropriate shock due to right ventricular (rv) lead noise. It was also reported that the rv lead had high impedance due to a confirmed fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 13.5 cm. A distal portion was received measuring 51 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.